Manufacturer narrative:
Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The patient sample was not provided for investigation. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 ii assay on an unknown roche analyzer. The results were higher compared to results measured with competitor methods. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. This medwatch will apply to the ft3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample was initially tested on the customer's analyzer on (B)(6) "2019". The sample was then sent to a referral laboratory where it was tested for ft4 on a delfia analyzer and for ft3 on a siemens centaur analyzer. No adverse events were alleged to have occurred with the patient. The model and serial number of the customer's analyzer was requested, but not provided.